Event description:
The subject device was used during a laparoscopic assisted distal gastrectomy. After several times output, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially torn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severly worn. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.